Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the glidesheath slender device sheath was prepped with no issue. On insertion, the sheath split and crumpled. The sheath was removed from the patient. Upon examination it was split down the side. It is undeniable that broken fragments may remain in the body. The procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1. This report has been deemed not reportable based on the evaluation of the return sample. Terumo medical products (tmp) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.